Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, the z-retractor was damaged and needed to be replaced. The device is chipped. As this was noticed in a non-surgical environment, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the z-retractor, part number rob10023, lot number 8018970, intended for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The images provided confirmed the device is chipped. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. The most likely cause of this event is associated with surgical technique. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.